Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-ID, lot id188, on the galileo echo.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that results appeared as reported by the echo for the initial antibody screening and identification assays. Equivocal results were obtained on the screening assay upon repeat testing by the customer. The image files for the extended panel showed that seven out of eight e positive cells resulted as positive. In-house testing confirmed the e antigen reactivity on retention product. Immucor product investigations performed an antibody ID on the customers submitted sample in manual capture using retention cells 1, 3, and 6 (which are e positive) of capture-r ready-ID (crrid), lot id188 and capture-r ready indicator red cells (crrirc), lot 221018. Sample resulted negative on all cells. An antibody ID was performed on the echo using retention crrid extend I, lot dp065 and crrirc, lot 221018. Cells 1-7 resulted negative and cells 8-14 resulted positive. The unexpected reactivity appears to be a sample-related issue.